Manufacturer narrative:
Additional information was received indicating the device was reprogrammed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this device remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) received anti-tachycardia pacing (atp) and six shocks. Review of the episode also revealed stored atrial tachy response (atr) episodes. Undersensing was noted in the atr episode and the atp and shocks appeared to be inappropriate. Therapy was exhausted in the ventricular tachycardia (vt) zone. Programming optimization was discussed. No adverse patient effects were reported.